Event description:
It was reported that the system would lock up and require a reboot to continue with the procedure. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards, cables, and connectors. The system operates as intended.